Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11march2019. Philips field service engineer (fse) confirmed proximal pressure sensor autozero failed (error code 110a) seen at several instances in the device history report. The fse replaced two of the solenoid valves and the digital to analog converter board. The unit was ready for patient use.

Event description:
The customer reported that the system was malfunctioning. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30may2019. Date rec¿d by MFR: 29may2019. The reported issue proximal pressure sensor auto zero failed the philips field service engineer (fse) returned the data acquisition printed circuit board assembly (daq pcba). The fse also replaced solenoids 3 and 4 but did not return them for investigation. A daq pcba was return for analysis. A visual inspection of the data acquisition printed circuit board assembly (daq pcba) revealed no anomalies. The returned daq pcba was installed into the failure investigation (fi) test ventilator in an attempt to duplicate the reported problem proximal pressure sensor auto zero failed. The fi technician was unable to duplicate the reported failure in the returned daq pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.